Manufacturer narrative:
The sodium electrode lot number is y8420, the expiration date was not provided. A field service engineer (fse) determined that there was a puncture in the rinse unit tubing and replaced it. The investigation determined the leakage/seal had caused the event. The customer did not report any other issues after service. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas 6000 c501 module. On (B)(6) 2025: the initial result was 150 mmol/l. On (B)(6) 2025: the repeat result was 139 mmol/l. The doctor questioned the initial result which also did not fit the previous result during validation prompting the rerun of the patient sample. The repeat result is deemed to be correct.